Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating, "dark image." Involving video upper g.i.scope model eg29-i10c/serial (B)(4). There was no report of death, serious injury or other significant/important medical event. The event occurred prior to use in the operating room. No further information was provided at the time of the report. The device was returned to pentax medical bulgaria service workshop where the following was confirmed: dark image, led defect. Electrical safety test failed. A/w socket loosened. Objective lens cracked.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. If any additional information is received, a supplemental report will be submitted.